Event description:
It was reported that the centrimag console switched off during regular operations mode without error message.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d2b; product code corrected section h5/h8: usage of device corrected. Manufacturer's investigation conclusion: incidental findings: contamination the reported event of the device switching off during regular operations mode was confirmed via log file analysis. The downloaded log file was evaluated and relevant data from 16feb2025 was reviewed. Between 16:23:27 and 16:24:03, the system restarted, causing the pump to stop. At 16:24:06, a system alert: s3 alarm activated due to a sf_ifd_unintended_reset sub fault. The alarm cleared within 5 seconds. No other notable alarms were active in the log file. The centrimag 2nd generation primary console (serial number (B)(6) was inspected at the european distribution center (edc). The console was connected to a test motor and mock circulatory loop and was able to operate the system for an extended period of time without issue. The reported event was unable to be reproduced throughout testing. The device was authorized to be scrapped and was removed from service. Provided information stated that no feedback regarding details of the event was received from the customer. The root cause for the reported event was unable to be conclusively determined through this analysis the device history records were reviewed for the centrimag console, and the console was found to pass all manufacturing and qa specifications. The centrimag circulatory support system operating manual (ous) for use with centrimag and pedivas blood pumping systems section 3 - "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The centrimag operating manual, section 11.1 - "appendix I ¿alarms and alerts", contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.